Manufacturer narrative:
A titan reservoir (75 cc) was received with no information. Upon examination and testing of the device, a separation in the tubing near the strain relief was noted. Quality accepts the tubing separation to be the reason for device return. Quality was unsuccessful in securing additional information regarding the event. Without the benefit of reviewing the requested information, quality cannot comment on the events surrounding this incident. One titan reservoir was received. Examination and testing of the returned component revealed a rough and irregular separation in the inlet tubing near the strain relief of the reservoir. Testing revealed this to be a site of leakage. The separation appeared within an area of surface abrasion. Based on previous quality simulations and examination of the returned product, quality concluded that the rough and irregular surfaces associated with this separation indicates that sufficient stress(s) was exerted on the reservoir inlet tubing to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 4674596. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.

Event description:
According to the available information, a titan reservoir (75 cc) was received with no information. Upon examination and testing of the device, a separation in the tubing near the strain relief was noted. Quality accepts the tubing separation to be the reason for device return.